Event description:
It was reported that during an instrument presentation, the sales rep was cut when changing the reload at the reloading unit. The knife looked out of the magazine, bleedings; no further information is available. The event did not occur during a procedure.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the sales rep figured out the instrument was manipulated and therefore the knife was sticking out.